Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one video was provided for review. The video shows partial view of the clinician holding the drainage catheter in which the strain relief was noted to be missing. The investigation is inconclusive for the reported missing rubber sleeve as the complete view of catheter was not provided and therefore the original state of the device cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure using navarre universal drain catheter. During the procedure, rubber sleeve to hold the thread was allegedly missed. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure using navarre universal drain catheter. During the procedure, rubber sleeve to hold the thread was allegedly missed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.